Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty to remove device was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database did not reveal any indication of a lot specific product quality deficiency. Reportedly, the safety release mechanism was not used to help facilitate device removal from the patient anatomy. The instructions for use, states: if excessive resistance is experienced during advancement of the thumb advancer, manually collapse the locator wings and remove the device. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 5f sheath after a diagnostic procedure. Reportedly, after clip deployment, the device was difficult to remove. The safety release mechanism was not used to help facility device removal from the tissue tract. A cut down was performed to remove the starclose se device from the tissue tract. A surgical suture was used to close the artery and achieve complete hemostasis. There was no reported adverse patient sequela. There was a clinically significant delay in the procedure due to the surgical cut-down procedure. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4): failure to follow steps/instructions, is used to address that the safety release mechanism was not used to facilitate device removal from the tissue tract. The instructions for use, states: if excessive resistance is experienced during advancement of the thumb advancer, manually collapse the locator wings and remove the device. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.